Event description:
It was reported that the symptomatic patient presented to the emergency room with pulse generator in backup vvi. The patient had been lost to follow up. The device remained implanted, no intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.